Event description:
It was reported that a system error 345 occurred while pump was delivering medication to a pt (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The pump was tested for 24 hours with no occurrence of a system error 345. Review of the device history log shows system error 345 occurrences between (B)(4) 2012. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.